Event description:
The report received from the affiliate indicated that the sakura dura star 2.5 x 15 balloon catheter (bc) did not re-wrap as expected and withdrew with difficulty. The device was used for post-dilation and the stent used on the patient was a local product. The surgeon tried many ways to withdraw it. No adverse event on the patient. It was not known if the bc stuck to the stent. The many ways attempted/used to withdraw the product were not known. There was no reported resistance with other devices that may have contributed to the reported event. The product was removed intact from the patient. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was prepped properly according to the instructions for use (IFU). The contrast media used was unknown. The contrast to saline ration used to prep the product was one to one (1:1). An unknown inflation device was used for the procedure and was used subsequently with other devices. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The maximum inflation pressure was unknown. The bc maintained pressure during the inflation. The balloon or shaft did not burst. The balloon deflated normally but the re-wrapping was abnormal. It was not known how long it took to deflate the balloon. No additional information including target lesion information is available.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that the sakura dura star 2.5 x 15 balloon catheter (bc) did not re-wrap as expected and withdrew with difficulty. There was no adverse event reported. The device was used for post-dilation of a stent; however, it is not known if the balloon was caught on the stent. The surgeon tried many (unknown)ways to withdraw it. The product was removed intact from the patient. There was no reported resistance with other devices that may have contributed to the reported event. There was no reported difficulty removing the product from the packaging, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was prepped properly according to the instructions for use (IFU). The contrast media used was unknown. The contrast to saline ratio used to prep the product was one to one (1:1). An unknown inflation device was used for the procedure and was used subsequently with other devices. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The maximum inflation pressure was unknown. The bc maintained pressure during the inflation. The balloon or shaft did not burst. The balloon deflated normally but the re-wrapping was abnormal. It was not known how long it took to deflate the balloon. No additional information including target lesion information is available. One non sterile sakura dura star, 2.50 x 15 was received coiled inside a plastic bag. Balloon was not inflated. No other damages were found. Outer diameter of the balloon was measured and found within specification. During microscopic analysis, pleats marks were observed on the balloon. The device was inserted / withdrawn through guiding catheter 5f (laboratory sample) and no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon-re-wrapping difficulty¿ and ¿balloon-withdrawal difficulty¿ were not confirmed as no anomalies were found during dimensional and functional analyses of the returned device. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Neither the DHR review nor the analysis suggests that the failure is related to the manufacturing process. Therefore no actions were taken.